Manufacturer narrative:
Product event summary: the controllers (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported events. The events could not be confirmed. Analysis of the devices revealed that the devices met specification; the devices passed visual and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The reported event could not be confirmed. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿controller 1.0. Controller 1.0/ (B)(4) model #: 1403us/ expiration date: 2013-11-30. (B)(4). Yes, return date: 2016-05-12. Mfg date: 2012-11-01. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the both the primary and backup controllers showed the time/date as 01/01/2001. The controllers were exchanged. There was no impact to the patient. No patient complications have been reported as a result of this event.